Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose and diabetic ketoacidosis, blood glucose level of 700 mg/dl. Customer experienced no symptoms related to their high blood glucose. The customer was unknown to wearing the insulin pump at the time of admission. Customer declined troubleshooting for high blood glucose. The insulin pump was replaced or returned for analysis.